Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the compressor stopped working. There was no patient involvement. (B)(4).

Manufacturer narrative:
Our investigation for the complaint is finalized. Our field service engineer (fse) was on site and investigated the device. The issue was not reproduced. The fse replaced standby valve as a precaution. The compressor passed all functional and safety tests and was cleared for clinical use. Based on the given problem description and the preventively replaced part in the device, our conclusion is that the issue was most likely caused by an intermittent failure condition related to the stand-by valve in the device. If no compressed air is delivered although the compressor is running, one of the given options in the service manual is to replace stand-by valve, if necessary. The root cause of this issue has not been fully established due to lacking of replaced part. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #: (B)(4).